Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00079. It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The shape of the left atrial appendage was complex with shallow depth. A watchman® access system (was) and 30mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed, but the closure device protruded too much after the physician slightly pulled it. The physician then fully recaptured the closure device because he thought the position was inappropriate. After the recapture, it was noticed that the was had been kinked. A new was was chosen and a 27mm wds was used. The closure device was deployed, but the same thing happened. The closure device was fully recaptured due to the positioning issue. Once the device was fully recaptured and removed from the patient, a kink in the was was noticed. The procedure was not completed. There were no patient complications reported and the patient is stable.